Event description:
It was reported that an incident occurred with the flexible cryoprobe during a cryobiopsy of a pulmonary nodule. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). No information was provided regarding the unit's settings, or any accessories used. Per the report, a cryoprobe ruptured during the procedure. There was no report of any injury to the staff or patient.

Manufacturer narrative:
The involved cryoprobe was not made available for an evaluation. However, based upon similar reported incidents, it appears that the accessory's failure was due to a manufacturing defect. Assessment by erbe germany: erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. Erbe decided to voluntarily and as a precautionary measure withdraw the cryoprobes produced during an identified time period from the market. Erbe is now closing the file on this event.